Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were five black particles in a small volume intermate. The reporter stated that the particles were ¿smaller than poppy seeds¿. The particles were reported to be ¿stacked to inner plastic below or around the area where particle eliminating filter was situated¿. It was not specified when in the process this was noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned unit via the naked eye noted five (5) black specks approximately 0.04 to 0.05 square mm in size, completely embedded in the material of the stressmember. The black specks have no contact to the fluid path because they were completely embedded in the material of the stressmember. An ftir spectroscopy test was attempted, but the embedded specks were insufficient to produce visible signals on the ftir spectra. Therefore, the identification of the embedded specks could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.